Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter (B)(4) that when removing the blood lines from the overpouch it was noted that the yellow colored tubing had separated from the set. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.